Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings: a review of the pump¿s history showed no occlusion alarms associated with high force. During testing, the time and date were accurately set. The pump was able to perform the rewind, load, and prime steps with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions. The force sensor was found to be out of calibration. The pump cover was opened and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. It was reported that the pump did not give occlusion alarms. The patient expected occlusion alarms because the patient felt the bent cannula would have caused an occlusion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.